Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported by the patient faced kinked cannula leading to hyperglycemia. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint: (B)(4) has been evaluated. The batch: 6004938 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. Photo was provided and there is visible that the soft cannula is kinked at the tip. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 43 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 102 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot: 6004938 was manufactured according to the document: (B)(4) version 66 on the packing process in the line inset 6, on 18/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "soft cannula found kinked upon removal from infusion site." And lot: 6004938 and no other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.